Event description:
It was reported that there is an air alarm although there is no air pipeline. There was unknown patient involvement, and there was unknown signs or symptoms experienced.

Manufacturer narrative:
E1 initial reporter phone:(B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was not duplicated. The pump was found to be in good condition, with no physical damage found. There long-term test was executed, and the air detector worked properly. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.